Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision surgery with implantation of a 275cc mentor smooth round moderate profile saline prosthesis. Post-operatively, the patient had a in office exam with their health professional who diagnosed them with a deflated left breast prosthesis. As a result, the patient underwent removal on (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision surgery with implantation of a 275cc mentor smooth round moderate profile saline prosthesis. Post-operatively, the patient had a in office exam with their health professional who diagnosed them with a deflated left breast prosthesis. As a result, the patient underwent removal on (B)(6) 2022.